Manufacturer narrative:
The impella 2.5 and 13 fr introducer were not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a(B)(6) year old female patient presenting for high risk percutaneous coronary intervention for hemodynamic support using the impella 2.5 device. Both femoral arteries were noted as "tight" and patient had severe calcific disease. The pump was inserted after ballooning the iliac and femoral arteries and the patient's procedure was completed successfully. The impella 2.5 was removed, however, the decision was made to leave the 13 fr introducer in the patient's access site and have vascular surgery remove. While waiting for vascular surgery, the patient developed limb ischemia and required surgical repair. During the repair, both the introducer (and clots that had formed) were removed.